Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo received the following reported information: following a neuro angiogram, the angio-seal device was attempted to be used. After gaining optimal position with the locator, the locator was removed and the device was inserted. The physician stated the device did not click; however, after examination the device was deemed okay for use. The physician pulled back for a second click to deploy the device; however, all components came out; therefore, another device was successfully used. The procedure sheath size used was 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of sheath and arteriotomy locator. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: neurointerventional fellow, the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
D10: concomitant medical products: terumo medical corp introducer/sheath, lot number 0001332974, terumo medical corp catheter, diagnostic imaging - angiographic, lot number 250909, terumo medical corp closure device, lot number 0001281099.